Event description:
During an atrial fibrillation procedure, the tip of the sheath appeared to be split. An additional femoral puncture was needed and the sheath was exchanged to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the dilator distal tip had been bent. There was no visible damage to the sheath distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the dilator tip damage remains unknown.